Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A service part was replaced and is in transit to the manufacturing facility. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported an energy too high out of range message displayed during a lasik treatment. Reporter indicated the event occured at the end of the treatment, which was completed with no impact to the pt. Reporter relayed they were unable to reset the energy message.